Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient age. Additional PMA/510(k) number: k943604. Device not returned.

Event description:
It was reported that implant (1989) was removed due to implant fixture mount was unable to be disengage from the implant body. Procedure was completed using another implant. Tooth location 19.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One zimmer spline implant (1989) and fixture mount were returned for investigation. Visual evaluation of the as returned products identified signs of wear and bone residue around the external threads due to usage. However, the devices had no apparent signs of malfunction. Functional testing to recreate the reported event was performed. The devices were able to engage and disengage each other successfully. Therefore, the reported event was unconfirmed. No pre-existing conditions were reported. The reported devices were being placed on tooth #19 (universal) when the incident occurred. X-ray/picture image was not provided. DHR review for the lot (2019060339) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2019060339) and no similar event or complaint was found. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information and functional testing, device malfunction did not occur and the reported event was unconfirmed. The following sections have been updated: g7: checked "follow-up."